Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to close the lever/ retract foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a carotid interventional procedure with a 6f sheath. Reportedly, the lever did not go all the way down to close the foot plate and resistance was felt during removal. The suture was intentionally cut to remove the device. An additional perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.